Manufacturer narrative:
Correction: h6 medical device complaint code corrected from incorrect interpretation of signal to under-sensing.

Event description:
Information noted that ICD exhibited functional under-sensing and delivered inappropriate shock.

Event description:
New information noted that ICD exhibited incorrect interpretation of signal and delivered inappropriate shock. Programming changes were made. Patient condition was stable.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) delivered inappropriate shock. No intervention was reported. Patient condition was unknown.